Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges she was driving down her driveway when the unit wouldn't stop and she flipped over.

Manufacturer narrative:
The device was not returned for evaluation. The end user refused to keep appointment with provider to replace device and has not made any contact to provider to date.

Event description:
Consumer alleges she was driving down her driveway when the unit wouldn't stop and she flipped over.